Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the iesu and both monopolar and bipolar were firing normally. The fse installed a new iesu and tested the firing of monopolar and bipolar energy. The fse found that that the original iesu was operating normally. The fse replaced the iesu for customer satisfaction. The system was tested and verified as ready for use. A returned material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hartmann's surgical procedure, the surgeon noticed a spark from the instrument tip while attempting to activate the laparoscopic monopolar instrument. The surgeon was using a laparoscopic monopolar energy instrument with the monopolar port of the integrated electrosurgical unit (iesu/erbe). The surgeon decided to bring in a third-party bovie to use with the laparoscopic monopolar instrument. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the event was confirmed to have taken place during a colon surgery. The lap instrument was inspected prior to use with nothing out of the ordinary noted. There was no damage to the instrument after the sparking event. It was confirmed that arcing was observed. The arcing appeared to originate from the anastomosis site where the staples were and the arc grounded outside the patient, away from the instrument. The monopolar coag energy was activated when the arcing event occurred. The instrument was confirmed to have been connected properly. The erbe settings used were cut: 30 and coag: 30. The instrument had been in use for 3 minutes prior to the sparking event. No other instruments were in use when the sparking event occurred. The instrument tip did not collide with any other instrument during the procedure, only the anastomosis staple line. The instrument tip was not in contact with tissue when the sparking event occurred. The instrument tip touched a staples while energized. The jaws of the instrument were not immersed in liquid or contaminated by carbonized tissue prior to activation of the instrument. The surgeon believed the cause of the sparking event was the staples or the erbe. There was no patient injury and no post-surgical complications. The customer believed that the arcing event was an intuitive erbe issue as there was no issue when a bovie generator was used. After the arcing event, the customer used the original bovie monopolar lap instrument with a bovie generator to proceed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received medwatch 5148258 and obtained the following additional/updated information: the surgeon noticed a spark from the covidien valleylab pencil (bovie pencil) tip when they attempted to activate the integrated electrosurgical unit (iesu/erbe). There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. The reported issue was not able to be confirmed using logs; no errors logged. Inspection during failure analysis process was able to find issues which may relate to the reported event, but unable to replicate on site. M-0b, m-b0, m-36 errors in logs. The unit was tested on system, all instrument recognition and energy operations performed successfully on all ports. No unusual behavior from monopolar operations. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
Refer to h11 for follow-up information.